Manufacturer narrative:
Device evaluation: d10, g4, h2, h6 and h10. H10: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. The display screen functioned normally, no visual defects and no anomalies appeared when the unit was cycled multiple times on/off.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The gde ass'y was reset, characterize fcv and exv then replace uim ass'y. All work performed in accordance with avea service manual revision g. Performed est and performance check, all passed and vent is operational. The field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the avea ventilator experienced circuit occlusion alarm and uim touch screen not working. The customer confirmed that there is no patient involvement on the associated event.